Event description:
My silicon implant breast "guive" to inflammation, my hair falling down, I had insomnia, pain in my chest, tingling in my arm, libido falling down. I did the silicon explant, now im better.